Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 425cc mentor memorygel breast implant prostheses and experienced bilateral grade IV capsular contracture postoperatively. The patient had a consultation with a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. The event date was estimated as (B)(6) 2021 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 6-jan-2022, mentor received additional information regarding the date of explantation. Previously, the date of explantation was reported as (B)(6) 2021. However, additional information revealed that the actual date of explantation was (B)(6) 2021. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On jun 8 2022, the mentor failure analysis lab received the device for evaluation. Additional information was received with the device indicating the date of explantation was nov 30 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 425cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness, or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of paresthesia may be transient or chronic. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-dec-2021, mentor received additional information regarding the revision surgery. Initially, it was reported that the patient underwent bilateral removal without replacement. However, additional information revealed that the patient underwent bilateral removal and replacement with two 280cc mentor memorygel breast implant prostheses (catalog #: smhx280, left serial #: (B)(6), right serial #:(B)(6)). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-nov-2021, mentor received additional information regarding the patient¿s symptoms. The diagnosis of bilateral grade IV capsular contracture was confirmed by a healthcare professional. On 22-nov-2021, mentor received additional information regarding the patient¿s information, symptoms, and revision surgery. Weight of the patient is 138 lbs. The patient had a consultation with a healthcare professional on (B)(6) 2021 and stated that she was experiencing burning sensation bilaterally. In addition, the patient's surgeon stated that the patient was experiencing acquired deformity due to the capsular contracture. The patient is scheduled to undergo bilateral removal without replacement on (B)(6) 2021. The relevant fields have been updated. Manufacturer's reference number: (B)(4).